Event description:
Attorney of the family reported customer had low blood glucose of 45mg/dl on (B)(6), 2021 with passing on (B)(6), 2021. Please see (B)(4) for reporting and medical review on customer's passing on (B)(6), 2021. Per (B)(4), customer was sick for quite awhile. Customer went to the hospital at 12am on (B)(6), 2021 because he could not breathe and had low blood glucose of 45mg/dl. Customer has had breathing, heart issues, and addison's. They could not understand why his blood glucose would go low. Even after giving glucose pills, the blood glucose was not going up. It is unknown if sensor was used on (B)(6), 2021. However, sensor was not used at passing on (B)(6), 2021. Attorney also alleged a low on (B)(6), 2021 and a low on (B)(6), 2021. Please see (B)(4) for the (B)(6), 2021 incident. Please see (B)(4) for the (B)(6), 2021 incident.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding hypoglycemia from the attorney of the family. The information received on (B)(6) 2021 stated the following - reporter alleges: in or about 2021 the customer began using an insulin pump, the customer was using a medtronic minimed 630g. On or about the (B)(6) 2021, the customer experienced hypoglycemia of and was hospitalized on alleged incident date (B)(6) 2021 with a reported low bg value of 45mg/dl. (B)(4).